Manufacturer narrative:
(B)(4).

Event description:
It was reported the device could not be interrogated with two different radio frequency transmitters. No resolution was suggested. The patient will return to the clinic to determine how to address the issue. No adverse consequences were reported.